Event description:
The customer reported the ventilator remote alarm connector was broken. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The customer reported the ventilator was not in use on a pt, therefore, there was no pt involvement or harm. During eval, the service tech noted the remote alarm connector was loose. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms during use. The service tech replaced the main pcb board to address the finding. Applicable final testing was completed and tests passed to specs.